Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon(iab) and the extension tube, the optical sensor cable is connected to the device. The blood pressure waveform by the optical sensor is not displayed and iab optical sensor calibration alarm occurred on the console. The customer tried to calibrate manually, but was unable to calibrate. Since the optical sensor could not be used, blood pressure was then measured using the iab catheter tip pressure, and iabp therapy was performed. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site postal code - (B)(6). Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 64.3cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).